Event description:
It was reported that the first weekend after the device was implanted, the patient had a fever. The patient was placed on antibiotics and had "two rounds of this." It was unclear what the "two rounds" referred to. It was reported that the patient had fluid drained two times from the device incision because, it filled up with fluid. It was noted that the device was placed in the side of the abdomen. At the time of the report, the patient did not have any fluid present. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).